Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. Troubleshooting was performed and no damage was found on the o-rings. Nothing further was reported.